Event description:
Terumo medical corporation received the following information: it was reported that the patient had left heart catheterization (lhc), access required multiple sticks. Tr band was placed and the tech stated 30ml of air was placed in the band to achieve hemostasis. The tr band was in place for 120 minutes, started removing air every 15 minutes to follow. Nurse in cardiac short stay unit stated that they removed 19ml of air and at that point all air was gone from the band. It appeared that the band lost 11ml of air during 120 minutes in place. Patient had no oozing from the puncture site and there was no blood loss. The patient was stable and had no issues. Unknown where air was leaking air from. There was no damage to the device. Device was not manipulated in any way prior to use. Device was stored in cath lab cabinet as usual. Hemostasis was achieved with the 19ml of air put in the band.

Manufacturer narrative:
. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.